Manufacturer narrative:
The implant sticker has been provided in the medical notes, however, it is not legible. Additional information received in the patient profile form (ppf) indicated that the patient is experiencing pulmonary vascular congestion. There have been no known attempts to remove the filter. The patient is reported to be suffering from mood swings, difficulty concentrating, loss of focus, depression, anxiety. Additional information contained in the medical records indicate that the patient was admitted to the hospital after a motor vehicle accident in which the patient experienced a left open segmental fibula fracture, a right orbital floor fracture, a small left frontal subdural hematoma, rhabdomyelosis and kidney laceration. The patient also had a gastric lap band procedure three weeks prior to the admission and has a history of insulin dependent diabetes, obesity, hypertension, coronary artery disease and congestive heart failure. The indication for the filter implant was a contra-indication to anticoagulants due to multiple the multiple trauma, some left lower leg edema and deep vein prophylaxis. The filter was placed five days after open repair of the left leg fracture and three days after the orbital fracture repair. Approximately five years and nine months post implant the patient had a cystoscopy for micro-hematuria, there were no lesions identified and the urethra was benign. Approximately five years and ten months post implant the patient had lumbar spine x-rays for the purpose of localization for bilateral radiofrequency ablation. Approximately six years and two weeks post filter implant the patient underwent a right shoulder x-ray for complaints of pain after falling off a barstool. Degenerative changes were noted, no fracture. Approximately six years and one-month post filter implant the patient had a computerized tomography scan of the abdomen and pelvis without contrast for microhematuria. The findings noted no calculi, masses or hydrouretronephrosis, possible chronic cystitis, a stable ivc filter, multiple pulmonary nodules, stable multiple abdominal wall varices.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient had an optease filter implanted. Approximately four years and three months after implantation, the patient was diagnosed with mild calcification of the wall of the arteries and veins near the optease filter. The patient is also reported to be experiencing vascular congestion, mood swings and anxiety. The indication for the filter implant was a contra-indication to anticoagulants due to multiple the multiple trauma, some left lower leg edema and deep vein prophylaxis. The filter was placed five days after open repair of the left leg fracture and three days after the orbital fracture repair. The patient was admitted to the hospital after a motor vehicle accident in which the patient experienced a left open segmental fibula fracture, a right orbital floor fracture, a small left frontal subdural hematoma, rhabdomyelosis and kidney laceration. The patient also had a gastric lap band procedure three weeks prior to the admission and has a history of insulin dependent diabetes, obesity, hypertension, coronary artery disease and congestive heart failure. Approximately five years and nine months post implant the patient had a cystoscopy for micro-hematuria, there were no lesions identified and the urethra was benign. Approximately five years and ten months post implant the patient had lumbar spine x-rays for the purpose of localization for bilateral radiofrequency ablation. Approximately six years and two weeks post filter implant the patient underwent a right shoulder x-ray for complaints of pain after falling off a barstool. Degenerative changes were noted, no fracture. Approximately six years and one-month post filter implant the patient had a computerized tomography scan of the abdomen and pelvis without contrast for microhematuria. The findings noted no calculi, masses or hydrouretronephrosis, possible chronic cystitis, a stable ivc filter, multiple pulmonary nodules, stable multiple abdominal wall varices. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A device malfunction has not been reported at this time. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Abdominal wall varices are abnormally dilated and tortuous vessels, and similar to varicose veins in the legs. Obesity is a known contributing factor in the development of varicosities. Stenosis is a narrowing of a vessel, most often attributed to intimal hyperplasia and fibrosis, trauma or an intrinsic compression of musculoskeletal structures. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient on or about (B)(6) 2008 underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patients lower level renal artery. The device was positively identified by the patients medical records. On or about four years and three months after implantation, the patient was diagnosed with mild calcification of the wall of the arteries and veins near the optease filter. As a result of the malfunction of the optease, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Calcification is the accumulation of calcium salts in a body tissue. It is transported through the blood stream. Calcification normally occurs in the formation of bone, but calcium can be deposited abnormally in any part of the body, causing it to harden. Calcification within a patient does not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient on or about (B)(6) 2008 underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patients lower level renal artery. The device was positively identified by the patients medical records. On or about four years and three months after implantation, the patient was diagnosed with mild calcification of the wall of the arteries and veins near the optease filter. As a result of the malfunction of the optease, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.